Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device double beeped without cassette attached. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
D9: product received date 25-jul-2024. H3: one device was returned for repair in used condition. This device has not been serviced within the review period. No problem was found in the event history log. Visual and functional testing was performed, and it was identified that the downstream occlusion (dso) sensor failed. The dso sensor was replaced. The device passed all functional tests after the repair.